Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when the new pa removed the powered circular stapler after firing in his robotic sigmoidectomy, the anvil fell off during removal. This happened after the firing process was complete, the knob rotated 720 degrees counter-clockwise, and the stapler turned 90 degrees left and right. While removing the stapler the pa felt something "click" and realized that the anvil came off. It was retrieved by the pa a few inches within the anus. After discussing with the pa she thinks she may have opened the stapler "a few more turns" than the 720 degrees per the IFU. The leak test was good and that there were no patient consequences as a result of the anvil falling off of the stapler.